Event description:
Customer reported that a patient sample with a positive antibody screen (1+) did not react with vra168 when tested in gel with a 15 minute incubation. Sample was sent to the reference lab for work-up. Anti-e was identified using competitor 3% cells diluted to 0.8% and tested with gel. The lot numbers of ref lab reagents were unknown by the customer. The patient had no previous history of antibodies and was last transfused on (B)(6) 2012 with 4 units of packed red cells. Customer repeated testing using a longer incubation time (30minutes). The homozygous e+ cell reacted weak-1+ positive, the heterozygous cell was negative.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).